Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since laser fibers were placed in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: there was no harm or negative effect to the patient due to the deviating laser fiber placements, also not due to surgery/anesthesia prolong of ca. 1 hour. There was no revision surgery planned for this patient. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the inaccurate location of the laser fiber placements at the target by ca. 7mm performed with the aid of navigation over the course of 2 attempts and 2 different patient registrations to navigation, is a combination of the following factors: an insufficient distribution of points acquired by the user for patient anatomy registration to navigation, in combination with an inadequate patient scan used for registration, both not following brainlab requirements. Specifically, for both registrations, the overall point acquisition was not sufficiently distributed over the required patient skin surface, not fully including right and left sides of the patient's face and especially unique bony areas such as around the eyes and entire/both sides of the nose. Additionally, the preoperative patient MRI scans used for patient registration contained distortions/artifacts across the patient's eyes, nose and region of interest (used for the 1st registration), and significant visible skin shift on the sides of the head (used for the 2nd attempt) that did not match to the patient's actual anatomy at the procedure. Registration points were not acquired over these areas, likely due to the visible distortions/skin shift, leading to unavailability of these necessary areas for registration point acquisition. This insufficient distribution of registration points negatively affected the accuracy of the registration match. This caused the cranial navigation software to not find an as accurate match in the region of interest as desired for this specific procedure, in between the preoperative image dataset and the actual patient anatomy. As a potential minor contributing factor for the 1st placement attempt: a movement of the patient's head within the non-brainlab head holder and/or movement of the patient reference array might have occurred during the procedure, after registration was initially performed, due to an insufficient rigid fixation and/or inadvertently applied forces during or after draping. Movement of the patient's head relative to the patient reference -or vice versa- cannot be recognized by the navigation software and can result in an inaccurate display of tracked instruments on the registered pre-operative patient image. Apparently, the resulting deviation of the navigation display was not recognized by the user with the required thorough verification of the registration accuracy, and the necessary continued verification of navigation accuracy after draping, and throughout the procedure prior to navigating the placement of both bolts. Note: brainlab is not in a position to determine if the loosening of the non-brainlab bolt also contributed to a deviation at the first fiber placement. As the bolt was replaced without navigation for that placement, brainlab devices or their use would not have contributed to this possible additional deviation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a laser interstitial thermal therapy (litt) for a lesion located ca. 33mm deep in the brain with a size of ca. 19mm, has been performed with the aid of the brainlab cranial navigation version 3.1. Placement of one laser fiber was intended. A pre-operative MRI scan was acquired before the surgery on the same day, to reference the navigation display to. Other MRI scans of this patient were fused to it to also be available in navigation, and a trajectory was planned before the surgery. During the procedure the surgeon: positioned the patient in a lateral orientation in a non-brainlab head holder, and attached the patient reference array for navigation to the head holder. Performed the initial patient registration on the pre-op MRI acquiring registration points on the patient's skin with the softouch pointer to match the display of the navigation to the current patient anatomy. Verified the accuracy, noticed a small deviation on the top of the head where the patient had a possibly swelling bump, but considered the accuracy on all other surface / landmark points checked as good, and accepted the registration to proceed. Draped the patient and exchanged the reference array to a sterile one, and performed the incision without navigation for the desired occipital approach. Created a burr hole (craniotomy) of ca. 3mm, by malleting the drill bit until docking to the skull bone through a non-brainlab custom made reducing tube placed inside the navigated varioguide aligned to the planned trajectory, then drilling through it. Placed a (non-brainlab) bolt, aligned to the by the varioguide shown trajectory, into the burr hole for the laser fiber. Moved the patient to a MRI room for post-placement scanning, and since the bolt became loose on the way, re-fixated it manually without navigation. Inserted the (non-brainlab) laser fiber aligned by and following the bolt's trajectory, and determined the fiber to be inferior to the lesion from the MRI scan. Returned the patient to the or, performed a new patient registration to navigation, and without changing the existing burr hole, planned another trajectory and repeated the aligned bolt placement with the same navigated method. Another post-placement MRI scan before administering the laser therapy showed the laser fiber once again inferior to the lesion, deviating by ca. 7mm from the intended target. Proceeded with the thermal laser treatment, and aborted the ablation of the lesion at ca. 50%. According to the surgeon: there was no harm or negative effect to the patient due to the deviating laser fiber placements, also not due to surgery/anesthesia prolong of ca. 1 hour. There was no revision surgery planned for this patient. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.